Event description:
It was reported that prior to a case, the system would boot to a blinking cursor in top left of screen indicating that cpu cmos battery has failed. Technical support guided the rep through bios setting configuration to allow system to boot up. There was a delay of less than 30 min reported. The investigation confirmed the cmos battery was dead.

Manufacturer narrative:
H10 h3, h6: the device was intended to be used in treatment and was not made available to the designated complaint unit for evaluation. Thus, visual inspection could not be performed. It was reported that the system would boot to a blinking cursor in top left of screen indicating that cpu cmos battery has failed. There was no serial/lot number provided for DHR review so all lots of part number distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed. The search could not identify any issues that would potentially lead to a future performance issue. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports. We could confirm there was a relationship established between the reported event and the device. Photos of the device and the device were not returned for evaluation. The flashing cursor is indicative of a dead cmos battery. Functional evaluation was performed by the service team and documented on sr #214655. It was documented that the cmos battery was replaced during the visit on (B)(6) 2019, after the reported occurrence on (B)(6) 2019. On systems with dell cpu's and versions 5.3 and up, when the cmos battery dies, the bios is reset. This prevents the cpu from fully booting up and can be fixed by replacing the battery. The malfunction is most probably due to battery failure.